Manufacturer narrative:
Company representative evaluated the system and found the wireless transceiver had lost power. Customer was provided a loaner wireless transceiver, while the unit is being returned to the company for repair.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.